Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device broke inside the patient. The surgeon required to retrieve the broken pieces from the patient's body. No patient injury.